Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets tubing detachment event on (B)(6) 2024. The site of detachment was tubing connector. The infusion set was in use for one day. The blood glucose level was displayed high, and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-35602. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6007803 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional static pull test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 6007803 was manufactured according to the wi version 114 manufactured in the line 10 inset, on 24/jun/2024, with a total of (B)(4) units. The gluing tube lot 4f03104 was manufactured according to the wi version 7 manufactured in the line itl 01, on 21/jun/2024, with a total of (B)(4) units. The gluing tube lot 4f06270 was manufactured according to the wi version 64 manufactured in the line sc 03, on 29/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/feb/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6007803 and no other complaint have been registered in database for the same lot 6007803 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no another complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.